Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the patient had loose screws removed.

Manufacturer narrative:
The reported event could not be confirmed, because the affected device was not returned. To obtain more details about the event, further info (e.g. Catalog and lot number of the reported device, pre- and postoperative x-rays of the initial implantation as well as x-rays of the loosened screw) has been requested to the responsible sales rep. No further info could be provided. Thus, it is not possible to determine the root cause of the loosening of the screw. However, the following are possible root causes as described in the corresponding risk management file: postoperatively loads too high (exact root cause analysis towards patient incompliance or design errors not possible); patient is incompliant; no or wrong care instruction for patient; bad bone quality. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Should the device be returned, the investigation will be re-evaluated. H3 other text: device not available for return.

Event description:
It was reported that the patient had loose screws removed.